Manufacturer narrative:
The field service engineer found that a pinch valve tube was torn and a probe dripped. Liquid level detection voltage was also found to be outside of specifications. The pinch valve tubing was replaced, a pressure sensor was adjusted, and the liquid level detection voltage was adjusted. The sample probe adjustments were checked and were good. Measuring cell preparation maintenance was performed and it was good. The module initiation was performed and was good. The customer ran calibration and controls; these passed. The last calibration on 16-aug-2021 was ok and there were no alarms. Upon review of quality control data, the provided data did not cover the date of the event. The provided control data was within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation time may have been too short and the speed may have been too long based on what is recommended by the tube manufacturer. Upon review of the alarm trace, multiple abnormal sample aspiration alarms and system reagent short alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The sample initially resulted in a hcg+beta value of 318.6 miu/ml, which was reported outside of the laboratory. The sample was repeated, resulting in a value of 62617 miu/ml. The repeat value was believed to be correct. The patient's result was confirmed by a qualitative test. The hcg+beta reagent lot number was 51653905, with an expiration date of 30-apr-2022.